Event description:
New information received stated that patient later presented in clinic and upon interrogation several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Pate int was stable and discharged post programming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation several episodes of non-sustained right ventricular oversensing were noted. Review of session record indicated myopotential oversensing. The recommended programming changes were made. The patient was asymptomatic and stable before, during, and after the clinic visit.